Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported no complaint against the device. Healthcare professional later reported deflation confirmed via ultrasound. This record is for right side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: - deflation: observed, one opening assessed as unidentified (tear). Shell thickness was within specification. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Event description:
Patient reported right side no complaint against the device. Healthcare professional later reported deflation confirmed via ultrasound. Device has been explanted and replaced.